Event description:
It was reported by service report that the foot left siderail was broken off at the carrier arms due to impact damage and the scale was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.